Event description:
A facility reported that when the cable is bent on the excel 23khz straight handpiece each1 (c2600) the output was unstable and there was overheating. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. Excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: fault was confirmed as overheating transducer, faulty coilform and cracked backnut. The transducer, coilform, housing, backnut and o-ring's were all replaced. Root cause - reported failure "unstable output when cable is bent & overheating" was confirmed. Root cause was found to be transducer delamination and coilform defective.

Event description:
N/a.